Manufacturer narrative:
(B)(4). The ventilator was evaluated and the inspiratory printed circuit board assembly was replaced. The ventilator passed self-tests.

Event description:
It was reported that the ventilator entered a ventilator inoperable condition. The ventilator was not on a patient at the time of the event.